Event description:
A customer reported during an intraocular lens (iol) implant procedure, thread-like filament-like material was found to be adhered to the intraocular lens at the time of implantation, after the lens was implanted, it was removed by irrigation aspiration during the same surgery. Additional information was received as there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).